Manufacturer narrative:
There was a button error alarm and no button response due to a corroded keypad. Analysis was unable to verify the low reservoir alarm anomaly due to a button keypad anomaly. The unit had a minor scratched display window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer's blood glucose level was unknown/ mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.